Event description:
Patient had a scleral burn during a cpc procedure. This event, which occurred on (B)(6)2017, involved a scleral burn that occurred during ts-cpc (trans-scleral cytophotocoagulation). This procedure is intended to treat glaucoma by damaging the ciliary epithelium, and thereby reducing secretion of aqueous humor. The devices used were an iridex slx laser system with a g-probe. The patient's left eye was treated, having retro-block, 270 degrees, 23 spots, avoiding temporal tube shunt. The treatment parameter settings used during the procedure consisted of laser power of 2000-2500 mw with a duration of 2000-3000 ms. These parameters were above the recommended power and duration settings in the g-probe operator manual of 1750 mw and 2000 ms, respectively. During the cpc procedure, the physician observed a scleral burn and treated the burn with a sub-corneal dexamethasone injection. The injury was such that no other groups/doctors were brought in to resolve. A second g-probe was used to complete the procedure. Five more spots were irradiated without incident to complete the procedure. Neither the g-probe nor the slx were returned for evaluation.